Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient sustained injuries on (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k) #. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient sustained injuries on (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided (B)(6) 2015 - patient was diagnosed with mid epigastric ventral hernia thereby underwent laparoscopic repair with the implant of the bard ventralight st w/ echo mesh. Per operative notes, ¿a bard ventralight st w/ echo mesh was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with gallstone pancreatitis, recurrent epigastric hernia, adhesion thereby underwent laparoscopic repair with implant of the synthetic mesh. Per operative notes, ¿hernia sac was dissected free. All adhesions were taken down. Gallbladder was excised. One synthetic mesh was placed and sutured.¿